Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high, out-of-range pacing impedances on both the right ventricular (rv) and left ventricular (lv) lead. A lead safety switch (lss) was declared which switch the pace/sense configuration from bipolar to unipolar. When the device switched to unipolar there was some rv myopotential noise that was being oversensed which resulted in the patient experiencing asystole. The patient was brought in for an evaluation and the device was reprogrammed to bipolar and it was noted the noise was no longer present. Troubleshooting was performed and the noise could not be reproduced however, there was noise on the lv lead. Serial impedance tests all produced normal in range results. Additionally, the health care professional (hcp) was concerned about rv loss of capture and the increase in thresholds. Technical services discussed possible causes and provided programming options. At this time, the device, lv and non-boston scientific rv lead remains in service. No additional adverse patient effects were reported.